Manufacturer narrative:
The reported incident that double drill guide asnis iii ø1.4/2.7mm was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by far too high mechanical forces which had been applied during use (overload beyond its calculated capability). The device inspection revealed the following: the close up views, done by the microscope, indicating that the surfaces on both sides of the broken welds are homogenous which again indicate conformity to the given specification. These characteristics clearly indicate that far too high mechanical forces had been applied during use (overload beyond its calculated capability). As indicated the damage was only found upon inspection of the tray though (the broken guide as such has not being returned for investigation). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Please consult the following IFU and op-tech as a guide: the instruction for use (v15011 rev m 06-2015 instruments IFU ot-IFU-152) was reviewed: cleaning, maintenance and sterilization of non-sterile instruments: instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. For adequate cleaning of multi-component instruments, these must be dismantled according to the assembly/disassembly instructions provided by stryker. Please note that stryker trays are intended for sterilization, transport and storage of medical devices. They are not designed for cleaning and disinfection in the fully equipped state. The devices must be removed from the tray for adequate cleaning results. L24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332. Note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date.

Event description:
Upon inspection of the tray, I noticed the drill guide was broken. It is not known where this event occurred. The drill guide was replaced.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Upon inspection of the tray, I noticed the drill guide was broken. It is not known where this event occurred.